Event description:
During prophylactic generator replacement the surgeon noticed that the wires on the patients lead were exposed. The surgeon replaced the generator, as expected, and will do the lead revision later. Pre and post-op diagnostics were okay. Impedance was within the acceptable range and there were no warning messages when interrogated in both pre and post op. There was no trauma or manipulation that was apparent in surgery or that the rep was made aware of when speaking with the family or physician. No known surgical intervention has occurred to date.

Event description:
The patient's lead was replaced and discarded therefore not available for return.